Event description:
It was reported that a proultra endo tip separated while being used to retrieve a separated endodontic instrument. No injury resulted and further treatment was necessary.

Manufacturer narrative:
In this incident, a proultra tip (#6 - 8, exact size unk) separated. Though no pt injury occurred and no further treatment was necessary, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.